Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) level was 563 mg/dl and a bolus via the pump was delivered to address the bg level. The cause of the high bg was not known. A pump system checked was performed and no device issues were identified. The customer inserted a new infusion set site and insulin delivery was resumed. The customer declined tandem technical support's offer to follow up.